Event description:
Patient called to report that she received a letter from medtronic after she returned 31 defective infusion sets. The letter states that these particular infusion sets have been recalled for overdelivery. Patient also said she has experienced adverse effects once from the device. Patient stated that she did not wake up one morning and was taken to the ER. Her blood glucose was 30 mg/dl at that time. Patient stated that she was discharged from the ER after her blood glucose came back normal.